Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified; however, it is likely that a failure of the printed circuit board led to the malfunction, resulting in the image freezing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process, and in addition to b5, the following non-reportable findings was found during evaluation: the picture in picture (pip) connector was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the image was frozen due to a defective printed circuit board. This report is being submitted for the event found during evaluation. There was no report of patient involvement.